Event description:
Patient was revised to address a metal failure. Update rec'd 11/7/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from inflammation, pain, discomfort, and large amounts of toxic cobalt-chromium metal ions and particles to be released into the blood, tissue, and bone. The stem is being added to address elevated metal ions.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4).

Event description:
Update 11/17/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported loss of function, emotional and psychological injury, and financial damages. The medical records reported patient had catching, grinding, clicking, fluid collection, mild to minimal corrosion at the trunnion, slight streaking in one area of femoral head, metallosis, fatty infiltration of the muscle, weakness, and possible subluxation episodes two different times that patient described as slipping out and back in. Part/lot updated. The complaint was updated on: dec 2, 2015.

Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.